Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 1067050 - lyoplant onlay 10.0x12.5cm. According to the complaint description, the doctor used lyoplant onlay for the patient's dura repair. The lyoplant onlay was sutured. Six weeks after the first surgery the patient needed a re-operation. During the re-operation the doctor removed the cranial bone and he detected that the lyoplant onlay was not there where it was inserted. The patient harm was unknown. Additional information was not provided nor available the malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: investigation method could not be applied, because product was not provided for investigation; however, a picture had been taken during surgery. The investigation was reviewed with medical scientific affairs (msa). Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Explanation and rationale: after consultation with msa, the described error pattern cannot be reproduced. It is difficult to see details on the image provided. Nevertheless, the lyoplant cannot have resorbed after this short time, but the resorbable suture material used can. Conclusion/preventive measures: there is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.